Event description:
It was reported by service report that the gas fowler cylinder would not lower more than 45 degrees and was leaking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.